Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. In addition, the following faults were observed the direction pin is broken ff. The outer tube and the light guide (lg) having scratches. The lg fibers were broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due unsuited/inappropriate handling and/or the apply of external force by fall, impact or shock most likely in combination with frequent use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "olympus endoscope system elite" pin on the shaft broke off. The issue was found during preparation for use. There were no reports of patient harm.